Event description:
It was reported that during the implant procedure, there were difficulties involved in inserting the guidewire, and during the actual implant attempt, it was not possible to fixate the lead initially. The lead was eventually placed, but exhibited no capture until the thresholds were programmed to high levels. The lead was explanted, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.